Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that the device keeps alarming him to adjust the belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary - device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon inspection, the belt was found to have damaged cable. The cable running from ECG b to the distribution node was found to have an electrical short between the shielding and wires. The internal short caused the check belt messages. The root cause of the shorted line cannot be positively identified. Once the cable was replaced, the belt was fully functional no adverse event resulted from the damaged cable. The pt received a replacement electrode belt.